Event description:
The MFR received info of an evergo oxygen device that allegedly had low oxygen concentration. The pt was admitted to the hospital for low blood oxygen saturation as a result. The device has yet to be received by the MFR for evaluation. The MFR will submit a follow up report when the investigation is complete.